Event description:
It was reported that during functional testing of the epg (external pulse generator) by the biomedical engineer, the ventricular port on the epg was not giving constant, stable output readings and was out of specification. The milliamp (ma) fluctuated. It was further reported that the atrial output was stable and in specification. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Battery contacts are compressed. Atrial output connector is broken. Keyboard is scratched. Side bail covers, ring cover, side bails, and ring are missing. Upper case is broken and corroded. Lower case, lead flex cover, lcds (liquid crystal display) and battery flex are corroded. Battery drawer and battery release are contaminated. Main printed circuit board is corroded.